Manufacturer narrative:
Additional information was received and noted the device was explanted. D6b explant date was updated (with d6a implant date repopulated). The outcome post impella support is unknown. Correction: complaint coding was updated to better reflect the reported event and consequently, h6 health effect - clinical/impact and medical device problem coding were updated accordingly.

Event description:
An impella 5.5 device was implanted in a patient of unknown age and gender. The access site and indication for implantation were not reported. On day 5 of support, high purge pressure was reported at 1091 mmhg with a purge flow of <1 milliliter per hour. Partial thromboplastin time was 42 seconds, with prior values ranging from 48¿67 seconds. Automated impella controller values were reported as aortic pressure 80/74 (mean 76) mmhg, left ventricular pressure 148/139 mmhg, mean arterial pressure 89 mmhg, and motor current 305/298 (mean 300) milliamperes. The device was operating at performance level 4 with flow of 4.3 liters per minute (maximum 4.3 / minimum 4.2 liters per minute). The purge cassette was replaced and no kinks were identified. Native cardiac function was described as minimal to absent, with impella flows noted to be saturated since implantation. There were no spikes or increases in motor current observed and no high motor current alarms were present in the alarm history. Tissue plasminogen activator was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor, and there was no impact on the patient. Following intervention, purge parameters improved, with purge flow increasing to 7.5 milliliters per hour and purge pressure decreasing to 550 mmhg. The pump continued to run at performance level p4 with a flow rate of 2.5 liters per minute. The purge solution consists of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on support with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.